Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer changed the infusion set three times in three days because they received a message that said that insulin flow was blocked. The customer was unable to push insulin with the plunger. Customer's blood glucose level was 13.0 mmol/l. The customer reverted to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.